Event description:
A complaint involving a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer experienced leakage. The report stated that 0.2-micron filter on trifuse set noted to be leaking fluids. Line had tpn and morphine running through filter at a combined rate less than 4ml/h. Trifuse set due to be changed later in the afternoon of this same date (q72h changes). The event occurred on (B)(6) 2024. The impact of incident is infection risk, increased accessing of a PICC line. The device is available for investigation. There was unknown patient involvement and no patient harm or adverse event.

Manufacturer narrative:
Brand name: 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer. G4: model number is not sold in the us but similar device is sold under model mc330426. This product was used for the di and 501k lot# is unknown. The manufacture and expiration dates are unknown. Device has not yet been received. Investigation is pending.

Manufacturer narrative:
Additional information: d9 - device available for evaluation - no. Investigation summary: the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review could not be performed and a probable cause could not be determined. No lot number received for a DHR review.